Manufacturer narrative:
The device was reported to have been discarded at the site. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the implant coil prematurely detached and was removed from the patient. The pushwire was not bent or broken and was discarded. The physician did not reposition the coil and did not attempt to detach it. The pushwire was not rotated and there was mention of migration after deployment. The coil was removed with a snare device. No patient injury was reported as a result of the event. The patient's vasculature was severe in tortuosity and the patient's blood flow was normal.